Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator product exhibited post-paced t wave oversensing. Programming adjustments were discussed. However, no interventions or patient symptoms were reported.